Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" via nbir. This record is for left side. Device was explanted.